Manufacturer narrative:
(B)(4).

Event description:
The physician used a euphora balloon. The device was removed from packaging per IFU with no issues noted. The device was not inspected prior to use. Negative prep was performed with no issues identified. It was reported that when the device was removed from the hoop the scrub tech removed the stylet but did not remove the sheath from the balloon. The physician inserted the balloon, over a wire, down to the distal lad lesion, expanded the balloon and removed the balloon from the patient. After removing the balloon the physician realized that the protective sheath had not been removed from the device. The physician visualized the missing piece in the left main artery which had a little calcification, a little tortuosity and 10% stenosis. A snare was used to retrieve the sheath from the patient's left main artery. The sheath was fully intact and no further patient complications were reported.